Manufacturer narrative:
Product evaluation: the product was not returned for analysis. Product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. There have been no other complaints reported in the lot number. Additional information has been requested. (B)(4).

Event description:
A facilities representative reported a patient who required an anterior vitrectomy and experienced a choroidal hemorrhage during an intraocular lens (iol) implant procedure. Additional information has been requested.